Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained when the customer was processing a biorad quality control fluid using vitros amon lot 1018-0252-1111 on a vitros 5600 integrated system. The most likely cause of the lower than expected vitros amon result was an instrument issue, specifically an issue with the microslide incubator. The customer had already replaced the rt and cm evaporation caps on (B)(6) 2020, however, vitros amon results from biorad quality control testing was imprecise on (B)(6) 2020. Additionally, a precision on (B)(6) 2020 test prior to ortho fe actions was unacceptable. Following the ortho fe replacing the cm rotor and pm evaporation caps, a precision test on (B)(6) 2020 indicated acceptable vitros 5600 integrated system performance.

Event description:
A customer contacted ortho clinical diagnostics (ortho) global technical support center (tsc) to report a lower than expected ammonia (amon) result when a non-vitros biorad quality control fluid was tested using vitros amon slides lot 1018-0252-1111 on a vitros 5600 integrated system. Biorad lot 54313 result of 137.409 umol/l versus the customer¿s estimated baseline mean result of 235.4 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected result when processing a non-patient fluid. No patient results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).